Event description:
On (B)(6) 2015, the patient underwent treatment of an intramural hematoma with two conformable gore® tag® thoracic endoprostheses. It was reported prior to the procedure, a left common carotid-left subclavian artery bypass was performed. It was reported during the procedure the conformable gore® tag® thoracic endoprosthesis (tgu402020/13447400) partially covered the innominate artery. The partial coverage was reportedly due to motion artifact of the c-arm. It was reported the device was deployed in the intended location and did not migrate. Intraprocedure a lumex bare-metal stent was implanted into the ostium of the innominate artery and successfully restored flow. It was reported after flow was restored to the innominate artery the second conformable gore® tag® thoracic endoprosthesis (tgu454520/13487725) was implanted extending distally from the (tgu402020/13447400) device. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The event could not be determined with the provided information.